Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had and alert for observations of intermittent jumps in high impedances out of range that were oversensed by the minute ventilation (mv) sensor. The patient was not dependent. The device was reprogrammed to unipolar pace/bipolar sense which had mitigated the issue. No additional adverse patient effects were reported.